Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this implantable pacemaker device is not working and there were no pacing spikes noted on the monitor. Additional information from the field indicated that the right ventricular (rv) outputs needed to be adjusted, however, device and leads were explanted. No additional adverse patient effects were reported.